Event description:
This is report 4 of 10 for complaint (B)(4).

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that the specialist said the patient presented an adverse reaction to the material and, for this reason, we decided to remove the implants. They are sent with a red ribbon and are marked. No lots are reported since there is no such information. This report is for one (1)unk - screws: 5.0 mm locking. This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "[the specialist informs that the patient presented an adverse reaction to the material for this reason decides to remove the implants, they are sent with red ribbon and marked. No lots are reported since there is no such information. This complaint involves fourteen (14) devices.]" Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - screws: 5.0 mm locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3,h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not reveal any defect associated with the device. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was unconfirmed as the observed condition of the device unk - screws: 4.5 mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.